Event description:
Bovie pad bruise. Patient underwent kidney transplant surgery. When bovie grounding pad was removed at the end of case, it appeared there had been too much adhesive, and patient was bruised in pattern where adhesive was stuck to skin.